Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inserted foley catheter was leaked at the lumen connection.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 all-silicone foley catheter with syringe. Catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Catheter was able to passively deflate liquid in 5 minutes 0min 39 sec. Liquid was put into the drainage lumen and water leaked out a 0.13 pinhole at tri site. Additional testing done: catheter was filled with mbs and 0.13 pinhole also noted at base of bifurcation. Therefore, the reported is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inserted foley catheter was leaked at the lumen connection.